Event description:
The peritoneal dialysis (pd) patient reported that he awoke during pd treatment and the liberty cycler screen said "daytime exchange info" and the patient disconnected from the device. The patient stated he had been using heparin and felt very weak. The patient stated he was going to try using the cycler again. During a follow-up call, the pd nurse stated that the patient had forgotten to press "okay" resulting in the cycler not advancing into pd treatment. The nurse confirmed that the patient had been weak due to a peritonitis event as a result of falling off his boat into a lake. The patient was not hospitalized. There was no reported issue with the cycler and no reported fluid leaks. The patient was treated with antibiotics and was doing better.

Manufacturer narrative:
A clinical investigation was performed. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, caused by a break in aseptic technique or sterile field. There is no history of device malfunction or problems, which could have caused or contributed to this event of peritonitis. The patient completed antibiotic treatment and was doing better. The actual device was not returned to the manufacturer for evaluation and a product investigation was performed. A batch record review as conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.